Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on the morning of (B)(6) 2015. The patient detailed that she does not take any medication to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient detailed that ¿right away¿ after the meter issue occurred, she developed symptoms of feeling ¿dizzy and shaky¿ however denied receiving any treatment. During troubleshooting the cca noted that the meter would not power on when prompted by the power button, nor when a test strip was inserted. The meter batteries did not require to be replaced and there was no apparent misuse of the meter. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a hypoglycemic event after the alleged meter issue occurred.